Event description:
This event involved a patient who had suffered an mi and was in cardiogenic shock. The introducer sheath was placed into the right femoral artery. Vacuum was drawn on the iab while it was still in the tray. As the iab was passed into the introducer sheath, it could not be advanced beyond the sheath tip. As a result of this the iab and introducer sheath were removed as a unit. A second sheath and iab were inserted without any complications.